Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4): the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the returned device indicated a damaged set screw. (B)(4).

Event description:
It was reported that during the implant procedure, the device was attempted and not implanted as the ventricular set-screw would not engage. Another device was successfully implanted. No patient complications have been reported as a result of this event.